Event description:
Baby had new PICC line placed yesterday [date redacted] for 21 day course of antibiotics. Baby's rn, was changing out med line using sterile technique as it was 24 hrs old. Assisting rn, swabbed neutron prior to attachment to bifuse (bifuse has fused neutrons), and neutron fell off in her hand. Assisting rn wrapped open tubing of bifuse in sterile gauze tape as baby's rn called pharmacy for new bag of fluids to hang new line. Rnts notified and agreed with need for complete new line set up, including cap change. Nicu lead, notified, and recommended saving tubing to give to nicu cns. Baby's line changed using sterile technique as soon as replacement fluid bag arrived.